Manufacturer narrative:
Final report submitted based on the results of investigation. Reported event: during a mako total knee procedure the 3.2mm x 80mm pins were being placed into the tibia and as soon as the pin was drilled the tip of the pin broke off. Another pack of pins was opened and used without delay. See attached picture of the broken pin next to the unbroken pins. At the end of the case fluoroscopy was used to locate and remove the tip of the pin. After knee replacement was successfully completed an additional 20 minutes of surgical time was spent locating and removing the tip from the bone. Device evaluation and results: the product was unavailable for inspection as the product was not returned. Device history review: unable to perform as the lot number provided did not match any records. Complaint history review: unable to perform as the correct lot number was not provided. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there has been one nc and 2 CAPA associated with the product and failure mode reported in this event. The nc and capas are nc (B)(4) CAPA (B)(4). One CAPA has been completed (catsweb system is CAPA (B)(4)) while the second is still open (trackwise (B)(4)).

Event description:
During a mako total knee procedure the 3.2mm x 80mm pins were being placed into the tibia and as soon as the pin was drilled the tip of the pin broke off. Another pack of pins was opened and used without delay. See attached picture of the broken pin next to the unbroken pins. At the end of the case fluoroscopy was used to locate and remove the tip of the pin after knee replacement was successfully completed an additional 20 minutes of surgical time was spent locating and removing the tip from the bone.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako total knee procedure the 3.2 mm x 80 mm pins were being placed into the tibia and as soon as the pin was drilled the tip of the pin broke off. Another pack of pins was opened and used without delay. See attached picture of the broken pin next to the unbroken pins. At the end of the case fluoroscopy was used to locate and remove the tip of the pin. After knee replacement was successfully completed an additional 20 minutes of surgical time was spent locating and removing the tip from the bone.